Event description:
It was "on saturday (B)(6) 2022 nurse and I were placing a PICC line. PICC line insertion had no complication or resistance, and it was a quick and smooth procedure. After every PICC line insertion we always do a double verification to make sure we have all the materials from the kit and that all wires are intact. However, the stylet wire (which is the wire that is inside the PICC line catheter) was bent."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1272 showed no other similar product complaint(s) from this lot number.

Event description:
It was "on saturday (B)(6)2022 nurse and I were placing a PICC line. PICC line insertion had no complication or resistance, and it was a quick and smooth procedure. After every PICC line insertion we always do a double verification to make sure we have all the materials from the kit and that all wires are intact. However, the stylet wire (which is the wire that is inside the PICC line catheter) was bent."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent wire was confirmed, but the exact cause was unknown. Three photographs were provided, two of which depicted a 3cg stylet wire. The third photograph contained product information. In the two images which depicted the 3cg stylet tip, a single kink was seen within the distal 1/3 region of the magnet tip. No observable evidence suggested the cause of this event. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type. H3 other text : evaluation findings are in section h.11.